Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found 0.1 cm of insulation abrasion under the svc shock coil. The etfe cable coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.